Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 30 to 90 mg/dl; cause was not provided. Reportedly, during troubleshooting with tandem technical support, the customer because unresponsive and emergency services were called. Tandem technical support attempted multiple follow up attempts with the customer, however, no response received.